Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a damaged knob. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
It was reported that the cs300 intra- aortic balloon pump (iabp) had component broken. The knob that secures the helium tank to the pump is damaged. There was no patient involvement and no patient injury was reported. A getinge fse was dispatched to evaluate the unit. The fse replaced the damaged clamping knob (d366-00-0104) for the helium tank. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.